Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 5.8; (B)(6) 2011, 1.0, lab: 3.3. Patient's therapeutic range: 2.0-3.0 inr. On (B)(6) 2011, patient's coumadin was held for two days.

Manufacturer narrative:
Investigation pending.